Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4). Initial qa inspection of the skin graft mesher on february 1, 2018 revealed that the comb was bent. The side plates were gouged at the roller hole and the roller end was turned. The calibration was out of specifications. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 1, 2018 which included replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent. The root cause of the plate being bent cannot be specifically determined with the provided information since it is unknown how the comb became bent. The issue was resolved with the replaced ball detent, roller, worn bushings, worn side plates, damaged comb, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesh plate was bent during sterile processing. Initial inspection of the returned device revealed a bent comb. No adverse events were reported as a result of this malfunction.